Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-01236. It was reported that the loss of capture due to possible lead fracture was observed on the rv lead. Possible pocket infection was also observed. The device and rv lead were explanted. The patient was stable.